Event description:
It was reported that while communicating with a surgeon, the surgeon mentioned that, recently they have noticed when the pouch is used to remove the prostate during their robotic prostatectomy procedures, the pouch breaks easily. No product was saved for analysis. No patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.